Manufacturer narrative:
Expiration date unk. The manufacturing site is unknown but the product is not marketed in the u.s. Product evaluation found two lenses returned in the same vial. Both lenses were returned dry with residue/debris on the lenses. Visual inspection found the haptic of the first lens bent and debris and residue on the lens. Visual inspection found the haptic of the second lens broken, a piece of the haptic missing, and debris and red residue on the lens. (B)(4).

Event description:
An implantable collamer lens, was received by the manufacturer damaged. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional information was received. The reporter stated that the lens was damaged during explantation (as this was an explant case). There was no patient injury. The problem was solve and the patient is okay with 0.740 microns of vault. The second lens was implanted the same day (intraoperatively). (B)(4). Corrected information complaint is an adverse event due to a secondary surgical intervention. Complaint is a serious injury not a malfunction. Claim # (B)(4).

Manufacturer narrative:
Corrected data: lens exchange was not reported. Claim # (B)(4).